Manufacturer narrative:
B5: upon follow up, it was reported that ceftazidime treatment was discontinued after four days. Six days after event onset, he patient received one dose of vancomycin injection (1gm, stat, intraperitoneal) for peritonitis. Four days after hospital admission, the patient was discharged. On an unknown date, the patient was recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of the peritonitis was not reported. On the same day, the patient was hospitalized due to the event. The patient was treated with vancomycin injection (1gm, intraperitoneal, stat, for 1 day) on the same day for the event. On the next day, patient was treated with ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) for the event. At the time of this report, the patient is still hospitalized and recovering from the events. Pd therapy was ongoing. No additional information is available.